Event description:
It was reported the lead got stuck when inserted in the introducer at implant. When the lead was pulled back, it was noticed that the screw was already extended and could not be retracted. The lead was not used. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned. The lead was returned with the helix stretched.